Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced interaction with the heavily calcified anatomy and/or other devices resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat the heavily calcified left and right iliac arteries with a kissing stent technique at the bifurcation. The 8.0x19mm otw omnilink elite stent delivery system (sds) was advanced to the right iliac while another sds was advanced to the left iliac simultaneously. Once the omnilink elite sds was placed in the target lesion, it was noted the stent was not on the balloon, but had dislodged proximally onto the shaft. Negative was pulled on the balloon and the sds was retracted until the stent was over the balloon. The sds was then advanced to the target lesion and the stent was deployed successfully. The physician stated he did not know whether the stent caught on the 6fr sheath or interacted with the anatomy during advancement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.